Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and the 12f delivery sheath was used. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 40mm amplatzer septal occluder with a non-abbott 12f delivery sheath was chosen for implant. During deployment, the operator had noted that the device had a cobra deformation. A decision was made to abort the procedure and retract the device from the patient. It was reported there was no interaction with cardiac structures during deployment and no replacement device was used. There was no angulation/kink noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure and there was no reported adverse patient effects. There was no clinically significant delay in the procedure due to this event.

Event description:
It was reported that on 1 february 2023, a 40mm amplatzer septal occluder with a non-abbott 12f delivery sheath was chosen for implant. During deployment, the operator had noted that the device had a cobra deformation. A decision was made to abort the procedure and retract the device from the patient. It was reported there was no interaction with cardiac structures during deployment and no replacement device was used. The patient status was reported as stable and there was no reported adverse patient event. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.